Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in france, during a transcatheter aortic valve replacement case with a 23mm sapien 3 valve by transfemoral approach, the valve was deployed too aortic, with significant leakage. To solve the problem, another sapien 3 valve was implanted in the previous one. Outcome was good with no more paravalvular leak and no more risk of valve migration.

Manufacturer narrative:
Updated b5, h6- device code, type of investigation, investigation findings corrected h6- investigation conclusions the device was not returned for evaluation as it remained implanted. The complaints for malpositioned valve and paravalvular leak after deployment were unable to be confirmed due to unavailability of procedural imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. As reported, "valve was deployed too aortic with important leakage. To solve the problem, another s3 valve was implanted in previous one." Due to insufficient information, a definitive root cause for the malposition was unable to be determined at this time. Due to the valve being implanted too aortic, it is likely that the pvl skirt was unable to properly seal against the native annulus resulting in paravalvular leak. As such, available information suggests that procedural factors (thv malposition) may have contributed to the observed paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Patient who underwent an implant of a 23mm sapien 3 valve, in aortic position, by transfemoral approach. As reported, valve was deployed too aortic with severe paravalvular leak . To solve the problem, another sapien 3 valve was implanted in the previous one. Outcome was good with no more paravalvular leak and no more risk of valve migration.